Manufacturer narrative:
The results alleged by the customer were not observed in the meter¿s patient result memory.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Testing results: vial #1. Qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.7 inr . Vial #2. Qc 1: 2.4 inr, qc 2: 2.4 inr , qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. The maximum difference between measurements was 11.0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory.

Event description:
The customer complained of a discrepant inr result for 1 patient from a coaguchek xs meter compared to the laboratory result with dade innovin. The meter serial number was asked for but not provided. The result from the meter was 2.8 inr with a new finger and the result from the laboratory was 2.13 inr. There was no allegation of an adverse event. The patient had no bleeding or bruising. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294943)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.